Event description:
Due to brown discoloration and cloudiness in the device's tubing, cardioquip suspected bacterial contamination and recommended an internal water pathway replacement.

Manufacturer narrative:
During preventative maintenance, photos of the tubing were sent to cardioquip epidemiology by a technician. Due to the brown discoloration around the hose clamps and cloudiness in the tubing, cardioquip epidemiology suspected bacterial contamination and recommended that the device be sent in for an internal water pathway replacement. The customer was notified of the recommendation via email on (B)(6) 2023. No customer response has been received as of the date of this report.